Manufacturer narrative:
UDI was not available as product was manufactured on 09/2013. Follow-up attempts were made to obtain product; however, it has not been returned for evaluation yet. Addtitional attempt to ask for product will be done. Once the evaluation is completed, a supplemental report will be submitted. This is the 3rd of 3 reported implants from the same customer. Please reference 3011649314-2018-00152 ((B)(4)) for the 1st implant. Please reference 3011649314-2018-00153 ((B)(4)) for the 2nd implant.

Event description:
It was reported that an inclusive mini implant failed due to lack of primary stability. The implant was loose (class I mobility). The patient had percussion and palpation sensitivity. The implant site was infected. The implant was extracted 1 year and 8 months after it was implanted into the tooth # 13. Patient's symptoms have been relieved after the implant's removal. The patient has history of periodontal disease. There was no abnormality with the implant.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. A review of the device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. Per provided information, the patient has a history of periodontal disease. Patients with a history of periodontal disease and bad oral hygiene may not be able to maintain cleanliness and adequate plaque removal around implants. This may encourage perimucositis and peri-implantitis leading to impaired healing. A warning provided in the IFU states, "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions are also provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.